Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a hypoglycemic event was reported. The patient's mother stated the patient woke up shaking lightly and when they looked at the dexcom, they noticed an hourglass displaying on the screen. She indicated that the patient's blood sugar was measured with a meter and it was 33 mg/dl. The patient was provided with dextrose and a banana and the patient's shaking went away shortly after. At the time of contact, the patient was in stable condition. No additional patient or event information is available.